Manufacturer narrative:
The thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation. A visual inspection and screening test evaluation of the returned device were performed following johnson and johnson medtech procedures.visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and the device was recognized correctly; however, the device was not visualized since error 105 appeared due to an internal printed circuit board (pcb) issue.a manufacturing record evaluation was performed for the finished device 31307757l number, and no internal action was found during the review.the reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the pcb issue could be related to a component failure.the instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle.as part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that the carto 3 system was displaying a high force when the catheter was on ablation. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The reporter stated there was blood on the tip of the faulty catheter. The procedure was continued. No adverse patient consequence was reported. The force issue and foreign material (blood) were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 17-sep-2024, a reddish material and a hole in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 17-sep-2024.